Event description:
It was reported that during the implant procedure, the patient experienced anaphylactic shock and cardiac arrest. The patient was resuscitated, and was placed on a ventilator. The cause of the reaction has not been confirmed, though the physician suspects a reaction to the medications. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.